Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/10/2019.

Event description:
The customer reported a ventilator that is not functioning properly with a 35v power source issue. This event was reported as having occurred during clinical use. There was no allegation of harm associated with this report.

Manufacturer narrative:
Date received by manufacturer: 30oct2019. Date of this report: 05nov2019. This event was not confirmed. The manufacturer's field service engineer offered several options in an attempt to address this issue. The customer declined to respond to any effort to address this event. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.